Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated, her infusion device was beeping and "3.00" and "77" were displayed on the screen. She stated, "I always forget to change the battery." The power pack had been in use for 2 weeks. The pt was aware of the power pack recall. She inserted a new power pack and the infusion device functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.